Event description:
Pt was revised to address loosening of the stem. Report indicates that there was not enough cement around mantle of stem.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 8 months ago. Examination was not possible as no product was returned. The investigation was limited to the info provided, as the product code and lot number required to review the device history records and complaint history was not provided. The investigation could not determine the exact root cause but cementing technique may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.